Manufacturer narrative:
The reported event of lead dislodgement was unconfirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing, visual inspection, and x-ray examination did not find any anomalies.

Event description:
It was reported that the patient presented during implant procedure. During procedure, the atrial lead dislodged after initial deployment. The atrial lead not installed and the procedure was completed on (B)(6) 2023. The patient was in stable condition.